Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence due to a nonfunctioning device. During a revision surgery, the physician confirmed that the device was not cycling properly because of a fluid leak in the system and stated that the balloon was empty at the time of explantation. Consequently, the device was removed and replaced with new components. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. Recurrent incontinence, fluid loss, and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported allegations are known risk associated with this device type and indicated as such in the instructions for use.